Event description:
Caller reported aviva system blood glucose results, all mg/dl: 314 at 1:09 pm, 206 at 1:11 pm, 440 at 1:16 pm, 164 at 1:22 pm. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.